Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the user accidentally cracked the ilet screen while the device remained operational and continued delivering insulin with blood glucose reported in range. Symptoms included no adverse clinical effects. Outcomes included no impact on health status, no hospitalization, and continued therapy without interruption. Investigation included device history review and user guidance on device shutdown, data sync, and replacement process. Investigation of this case revealed physical damage to the display component consistent with accidental damage, with no device malfunction and no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was use-related accidental damage unrelated to manufacturing or design.